Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2001: the patient underwent MRI of lumbar spine findings: there is. Right-sided laminotomy defect. There is mild facet joint hypertrophy. There is no evidence of an annular buldge or osteocartilagenous complex on the right side, with protrusion into canal. On (B)(6) 2005, the patient underwent MRI of lumbar spine and pelvis findings: at l4-s, there is a prior laminotomy on the right. There is a 2 mm posterior osteophyte disc complex touching, but not compressing, the dural sac, there 5 hypertrophy of the facets bilaterally, larger on the left than on the right, with a subligamentous synovialcyst that moderately is compressing the epidural fat in the left lateral recess and within the foramen. T12-ll has a 2 mm bulge and moderate degenerative discs. L3-4 has. Slight anular bulge less than 2 mm and mild bilateral facet arthrosis l5-s1 normal. There is a greater trochanter bursitis on the right, moderate muscle strain of the quadratus lumborum on the right hips have normal appearance. On (B)(6) 2006: the patient underwent electromyogram. Findings: normal nerve conduction. Bilateral lower ", extremely acute radiculopathy, most likely ls. A few chronic changes consistent with right l3 or l4 radiculopathy, not an acute problem, rather chronic problem. On (B)(6)2006: the patient underwent MRI of cervical spine. Findings: there is a minimal anular bulge at c4-5 and c6-7. At c5-6, there is a mild anular bulge, posterior osteophytic ridging, more prominent on the left, with minimal foraminal narrowing. On (B)(6) 2006, the patient presented with back and leg pain, cramping, aching, burning, stabbing, numbness. Review of system revealed: musculoskeletal: positive for joint swelling, negative for fractures/sprain, osteoporosis. The patient underwent x-rays, of lumbar spine. Findings: there is a lateral subluxation of l4 on l5 to the right there is no forward subluxation of l4 on ls, there is a petrolisthes of l4 on l5 of 2-4 mm. There is slight increase with extension vs. Flexion, there is severe narrowing of the l4-5 disc space. There is mild narrowing at the t12-l1 level. (B)(6) 2006: the patient underwent MRI of lumbar spine. On (B)(6) 2006, the patient presented with lumbar l4-l5 stenosis, lumbar l4-l5 instability and degenerative disc disease l4-5. The patient underwent posterolateral fusion l4-l5, laminectomy and decompression l4-5, posterior nonsegmental pedicle screw instrumentation (laguna, allez spine), l4-5, use of local autograft, rhbmp-2/acs, bone graft, fluoroscopy. Post-operatively patient was given pca for pain control and antibiotics. After diluted betadine solution was poured within the wound and allowed to remain for three minutes followed by pulsatile lavage, attention was turned to decortication of the transverse processes and remaining pars and lamina. This was conducted bilaterally l4 and l5. Following this, the morselized bone, bone graft/ rhbmp-2/acs was placed within the lateral gutters at l4 and l5. This completed the posterolateral fusion portion of the case. The appropriate length rod was then chosen and placed with top loading tulips, which were tightened to appropriate torque. On (B)(6) 2006, the patient was discharged with discharging diagnoses of lumbar l4-l5 stenosis, lumbar l4-l5 instability and degenerative disc disease l4-5. On (B)(6) 2006, the patient presented with low back pain, right greater than left leg. Review of systems showed decreased hearing, vertigo, joint swelling, kidney stones. Physical examination revealed that lumbar spine, walks with a slightly forward stooped posture, range of motion of the lumbar spine demonstrates 50% flexion, 50% extension with pain. She was tender to palpation over the mild to lower lumbar spine. Motor and sensory examination of bilateral lower extremities was intact. Reflexes were bilateral 1+/4 patella, 2+/4 achilles. Toes were downgoing with babinski. Impression: instability l4-5, stenosis l4-5, painful degenerative disk diseases l4-5. Operative findings showed significant lateral recess and foraminal stenosis, left, l4-5, minimal stenosis, right l4-5, instability, l4-5, with right pars fracture. Patient underwent x-ray impression: arthrodesis, lumbar, l4-5. On (B)(6) 2006: the patient presented with trouble in sleeping, neck pain. Review of imaging studies: the patient underwent spine x-ray: these, show the fusion is progress at the l3-4 level and all instrumentation is in the proper position. The patient underwent MRI of cervical spine this shows a small central hemiation at c5-6 without any significant spinal cord impingement. Impression: status arthrodesis, lumbar l4-5, small central c5-6 herniation. On (B)(6) 2007: the patient was presented with leg pain. Impressions: status arthrodesis, lumbar, l4-5, degenerative scoliosis. On (B)(6) 2007 the patient presented with pain. The patient underwent CT scan of lumbar spine at l4-l5. Impression: degenerative scoliosis, status post arthrodesis lumbar l4-5, neuropathic pain, left lower extremity. On (B)(6) 2007: the patient presented with pain in the anterior thighs, especially when walking. Review of imaging studies: x-rays: these show a solid posterolateral fusion at l4-5. There is a symmetric collapse at the ls-sl disc space, more on the left than on the right x-rays, hips: these show there is some mild narrowing of the joint space bilaterally. The patient has a bone density scheduled in the near future, or will arrange for one in two years since previous bone density. On (B)(6) 2007: the patient complaints of leg pain. The back pain is 4/10 and intermittent. The leg pain is 6/10 and frequent it occurs in the groin and goes down the anterior thighs. It occurs when getting up out of a chair and with walking. Impression: arthritis bilateral hips, arthrodesis, facet syndrome, l5-s1. On (B)(6) 2010: patient presented with right index finger and joints pain. Review of systems revealed: joint problems, muscle pain, back pain, pain down back of legs, high blood pressure, loss of balance, numbness/tingling, weakness, pain, heartburn, high blood pressure. On (B)(6) 2011: the patient presented for pain management. Pre-op diagnosis: lumbar spondylosis lumbar degenerative disk disease on (B)(6) 2011: the patient presented for pain management. Pre-op diagnosis: lumbar degenerative disk disease, lumbar spondylosis. Findings: 1. Status-post bipedicular screw fixation at l4 and at ls. 2. There has been a midline laminectomy at l4-s. 3. There are mild changes of degenerative facet disease within the lumbar spine. No significant central or neural foraminal narrowing is, however, seen at any level within the lumbar spine. 4. There is straightening of the lumbar lordosis. 5. There is severe loss of disc space height at l4-s, consistent with severe changes of degenerative disc disease. On (B)(6) 2011: the patient presented for pain management. Pre-op diagnosis: lt. Lumbar radiculitis, post laminectomy syndrome. Patient was give caudal epidural corticosteroid injection under fluoroscopy. On (B)(6) 2011: the patient underwent MRI of the lumbar spine: findings: l3-4: there is a mild broad-based posterior disc bulge and there is mild degenerative facet disease bilaterally. There is ligamentum flavum infolding. There is no significant central or neural foraminal narrowing. The patient underwent x-ray of lumbar spine. Impressions: mild lumbar levoscoliosis, posterior fusion at l4-5, degenerative facet changes in the upper lumbar spine. On (B)(6) 2011: the patient presented with chronic low back pain for pain management. Review of systems: numbness, weakness, pain, swelling, and jerkiness. On (B)(6) 2011: the patient presented for pain management. Pre-op diagnosis: post laminectomy syndrome, lt. Lumbar radiculitis. The patient was given caudal epidural corticosteroid injection under fluoroscopy. On (B)(6) 2012, the patient presented for pain management. On (B)(6) 2012: the patient underwent lumbar spine x ray ap view - curve from l2 l5 degenerative to the left degenerative disc disease: l5 s1 moderate, degenerative facet arthrosis: l4 to s1, hardware location: l4 l5. The patient underwent MRI, impression: status post bipedicular screw fixation at l4 and at l5, there has been a midline laminectomy at l4-5, there are mild changes of degenerative facet disease within the lumbar spine, there is straightening of the lumbar lordosis. There is severe loss of disc space height at l4-5 ,consistent with severe changes of degenerative disc disease. Pain lower back, lumbar disc disorder with myelopathy, lumbar spondylosis with myelopathy, lumbosacral radiculitis, unspecified. On (B)(6) 2012 the patient presented with pre-operative diagnosis:post fusion syndrome and post laminectomy syndrome l4-5 x2, lumbar stenosis, sciatica, degenerative scoliosis, low back pain, degenerative disc disease. Procedure performed: posterior arthrodesis l5-s1, translumbar interbody fusion l5-s1, application of spinal prosthetic device at l5-s1, a staxx xd 22 mm cage, posterior instrumentation l5 to sl with orthofix firebird fixation, hardware removal l4 to l5, pedicle screws and rods, bilateral hemi-revision laminectomies of l5, separate and distinct from the later performed interbody fusion, bilateral hemilaminectomies of sl, separate and distinct from interbody fusion, use of local bone graft. Use of trinity morselized allograft, intraoperative use of fluoroscopy for screw and orientation and correct level. The patient underwent removal lumbar posterior hardware or fusion interbody graft laminectomy. (Revision surgery) at l5-s1 with decompression and fusion and removal of hardware at l4-5. On (B)(6) 2013, the patient underwent debridement labral tear, femoral plasty, left hip. The patient complained of back pain but denied catching and joint complaint. The patient denied problems with balance, alteration of consciousness, memory loss, seizure, vertigo and vision change. The patient denied disturbances of thinking and hallucination. On (B)(6) 2012: imaging: two view lumbar series shows excellent hardware and l5-s1 with laminectomy defect. No evidence of hardware failure. Barbara returns 3 months post hardware removal of l4-5 with adjacent level fusion ls-sl. Doing fantastic. Reporting a pain level of 3/10. Walking daily. Brace fits nicely. Leg pain resolved. Patient does report sleepiness from the flexeril otherwise very pleased. Patient continues to suffer low back and left leg pain. Impression: status post heart murmur removal/posterior cervical fusion interbody laminectomy l5-s1 dated (B)(6) 2012, low back pain, facet arthropathy, neural foraminal stenosis, sciatica patient underwent MRI shows pedicle screws spanning l4 and ls.mild to moderate degenerative facet arthropathy at ls-s1 with left greater than right neural foraminal stenosis. On (B)(6) 2013: physical exam findings: neurologic sensation overall: intact to light touch overall: slight antalgic gait musculoskeletal left lower extremity overall: the strength in left lower extremity 1<(>&<)>normal and equal to the right lower extremity throughout. Patient has pain with provocative maneuvers in the left inguinal region. On (B)(6) 2013: patient presented with pain. Left hip. New problem evaluation requested by dr. (B)(6). The patient had back surgery in (B)(6) 2012. The patient has been having pain on the left side in the back of the buttock area. The patient has been having some pain down the leg also. Her pain occurs with twisting and turning in the wrong direction. On (B)(6) 2013: patient presented with back pain. The symptoms are located lower back. Symptoms are described as intermittent and sharp. Symptoms are unchanged. 1/10 today. The symptom is alleviated by changing positions. The symptom is exacerbated by standing. Previous treatment includes surgery. Radiating down left leg and into the left buttock. The symptom started 40 years ago. On (B)(6) 2013. Patient presents for a follow up visit following a steroid injection. She feels her pain is 60-70% better. On (B)(6) 2013: patient presented with back pain. Location: lower back. Symptoms are described as intermittent and sharp. Symptoms are unchanged. 4-5/10 today. The symptom is alleviated by changing positions. The symptom is exacerbated by standing. Previous treatment includes surgery. Radiating down left leg and into the left buttock. Review of system revealed: musculoskeletal: the patient complained of back pain but denied catching and joint complaint. Neurologic: the patient denied problems with balance, alteration of consciousness, memory loss, seizure, vertigo and vision change. Psychiatric: the patient denied disturbances of thinking and hallucination. Physical exam findings: neurologic: strength and motor- mental status alert and oriented x3; the motor examination of the upper extremities 5/5 bilaterally; sensation; overall: intact to light touch; gait; overall: slight antalgic gait; mental status; overall: alert and oriented psychiatric: mood and affect- overall: normal mood and affect; behavior/psychomotor activity; mental status alert and oriented x3; mood: appropriate emotional responses and no short term memory intellectual deficits noted. On (B)(6) 2013: the patient presented with left hip pain. On (B)(6) 2013: the patient presented with pain. Left hip. Patient presents for a follow up visit following an MRI. Patient continues to have pain in her left hip. She had improved following her hip injection to some degree but her symptoms had now returned. On (B)(6) 2013, physical exam findings: neurologic: orientation and mood- overall: alert and oriented; mood: normal mood. On (B)(6) 2013: the patient for follow up and presented with back pain. Location: in the left lower back area. Symptoms are described as intermittent and sharp. Symptoms are decreasing. 4/10 today. The symptom is alleviated by changing positions and medication. The symptom is exacerbated by walking and standing. Previous treatment includes medications and surgery. Radiating into the left buttock. Review of system revealed: the patient complained of back pain but denied catching and joint complaint, the patient denied problems with balance, alteration of consciousness, memory loss, seizure, vertigo and vision change, the patient denied disturbances of thinking and hallucination. On (B)(6) 2013: the patient presented for pre-op/surgery consult. The procedure to be performed is: left hip arthroscopy with labral tear debridement, excision of acetabular femoral impingement lesion and other indicated procedures. Patient underwent medical examination, findings: orientation and mood- overall: alert and oriented; mood: normal mood. On (B)(6) 2013, the patient underwent physical examination. Findings: orientation and mood- overall: alert and oriented; mood normal mood. On (B)(6) 2013: acetabular labrum tear, femoral acetabular impingement, hip pain, back pain, difficulty in walking, joint disorder, pain, multiple site, lumbar degenerative disc disease, lumbar radiculopathy, musc disuse atrophy nec, muscle weakness, sciatica, spinal stenosis with neurogenic, claudication on (B)(6) 2013 the patient for a follow visit regarding this issue. Patient continues to have pain in her left hip. She had improved following her hip injection to some degree but her symptoms had now returned. On (B)(6) 2013: the patient underwent arthrogram of the left hip. Impressions: tear of the left anterior labrum, increased signal at the attachment of the left hamstring musculature at the ischial tuberosity is likely related to chronic tendinosis. On (B)(6) 2013: the patient underwent arthroscopy of left hip. On (B)(6) 2013, the patient presented with back pain. Location: in the left lower back area. Symptoms are described as numbness, intermittent, sharp and tingling. Symptoms are decreasing 3/10 today. The symptom is alleviated by changing positions and medication. The symptom is exacerbated by walking and standing. Previous treatment includes medications and surgery. Radiating into the left buttock. Physical exam findings: spine, ribs and pelvis- sacroiliac joints: nontender; palpation - right hip: tender at greater trochanter; rom - right hip: pain with abduction, on (B)(6) 2013, neurologic: strength and motor- mental status alert and oriented x3; the motor examination of the upper extremities 5/5 bilaterally; sensation; overall: intact to light touch; giat overall: slight antalgic gait; mental status; overall: alert and oriented, psychiatric: mood and affect- overall: normal mood and affect; behavior/psychomotor activity; mental status alert and oriented x3; mood: appropriate emotional responses and no short term memory or intellectual deficits noted on (B)(6) 2013, (B)(6) 2014, the patient presented for physical exam, findings: orientation and mood- overall: alert and oriented; mood: normal mood. Patient has problems of osteoporosis, post menopausal, thyroid nodule, acetabular labrum tear, degenerative joint disease, spine, difficulty in walking, femoral acetabular impingement onset, hip pain, joint disorder, pain, multiple site, lumbar degenerative disc disease, lumbar radiculopathy, lumbosacral spondylosis without myelopathy, musc disuse atrophy nec, muscle weakness, obesity, pain low back, sciatica, spinal stenosis with neurogenic claudication, trochanteric bursitis. On (B)(6) 2013, the patient was presented with pre-operative diagnoses: 1. Left hip acetabular labral tear, acetabular femoral impingement, left hip and also underwent surgery. On an unknown year in 26 apr patient underwent x-ray of left hip: number of views two views bones: the bone has normal mineralization and structure without fracture or other acute abnormality joints: mild (arthritic) joint space narrowing is present. Diagnoses: hip pain.